Event description:
The pt complained of chest pains in his hosp room. A code was called and the pt was connected to the defibrillator for monitoring. After about 10 minutes of monitoring the screen went blank. After attemting to reset the unit by turning it off and back on, it became clear that the unit would not power up again and an alternate unit was obtained. At some time after the second defibrillator was connected to the pt, the pt went into ventricular fibrillation and eventually expired.